Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was noted to be difficult. One clip was implanted however deployment, it was noted the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Two additional clips were implanted to stabilize the first clip, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and it is likely that the patient anatomy contributed to the reported single leaflet device attachment (slda) and poor visualization. There is no indication of a product quality issue with respect to manufacture, design or labeling.